Manufacturer narrative:
Corrected data: it was known at the time of the initial MDR that treatment or prescription given by the doctor was eye drops, besivance, lotemax gel, prolensa. However this information was inadvertently not included in the initial report. Device evaluation: the device was not returned to the manufacturer for evaluation. Visual evaluation could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The complaint history search revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a zmb00 20.0 diopter intraocular lens(iol), the patient experienced a refractive surprise, halos/glare issues that has affected the patient's daily activities. Lens was explanted (B)(6) 2016 and replaced with a zcb00 20.0 diopter iol. There were no incision enlargement, vitrectomy or lens rotation performed. Patient is now happy with his vision after the lens replacement. Patient's visual acuity: visual acuity pre-op (pre-initial implant): 20/30-1. Visual acuity post-op (post-initial implant): 20/25-2. Visual acuity post-op (post-replacement): 20/20. No further information was provided.